Event description:
The plaintiff's attorney alleged the plaintiff suffered a cerebrovascular event in (B)(6) 2011 after use of the product.

Manufacturer narrative:
Additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box.. This is one of two device reports for this event and this is one of two events for this patient. The associated MFR report numbers for this even are 1225714-2013-00211 and 1225714-2013-00212. The associated MFR report numbers for the patient's other event are 1225714-2013-00209 and 1225714-2013-00210. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional informaiton received indicated that the patient subsequently expired.